Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online review.

Event description:
Customer reporting a false positive sars result. Customer communicated the result was confirmed negative by pcr. Symptomatic status of patient is unknown.